Manufacturer narrative:
(B)(6).

Event description:
It was reported by customer at (B)(6) that device presented a warm condition.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of overheating could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(4).